Manufacturer narrative:
Evaluation summary of returned screw: the tip of the screw is broken. No material defect near the broken face was detected. On the x-rays it was noticed that the screw was not completely positioned in contact with the sacrum. Only 1/3 of the length of the screw was implanted in the bone. Consequently, the tip of the screw was subjected to stress which could be the cause of its breakage.

Event description:
Patient came back for follow-up after 16 months complaining of pain. Doctor found one screw broken at s1 on the left side. Initially, surgeon hade stabilized the spine from l3-s1 due to spinal stenosis with an eight screw construct. Surgeon decided to revise and removed the broken screw at s1 on left side and implanted a new screw, and re-located the screw slightly inferior than before. The surgeon left the remaining screws in place and put back the construct with new nuts and a slightly longer rod.